Manufacturer narrative:
The magna pure 96 instrument reagent needs aspirate and dispense sample purification reagents; the reagent needles do not come in contact with clinical specimens. The magna pure 96 instrument operator`s manual provides adequate instruction to users, particularly to handle the sharp end of the needle carefully to avoid injury, as part of the daily maintenance and on demand maintenance procedures. (B)(4).

Event description:
A us customer site reported that an operator injured her hand while cleaning/performing maintenance on the magna pure instrument reagent needles. The operator went to a walk-in clinic, received a tetanus shot, returned to work and does not expect further medical follow up. The magna pure 96 instrument is designed to perform automated purification of nucleic acids for in vitro diagnostic purposes.